Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left coronary artery. A 3.50x12mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left coronary artery. A 3.50x12mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus element, mr, ous 3.50x12mm stent delivery system was returned for analysis. A visual examination of the stent found that the distal stent rows 1-3 were damaged with stent struts stretched in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.